Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a pericardiocentesis, a micropuncture transitionless stiffened cannula access set¿s wire separated in the patient. The user was able to draw fluid back through the 21-gauge, 7-centimeter needle after access was obtained with the device; therefore, the 0.018-inch wire was inserted through the needle. Angiography was performed, and the user noted that the wire was anterior to the heart. Because the user wanted the wire posterior to the heart, the needle was removed, and the micropuncture sheath was inserted. Per the reporter, the user planned to use the sheath to manipulate the wire posterior to the heart. After placing the micropuncture sheath into the patient, the user attempted to remove the wire; however, resistance was encountered as the wire was pulled back and the wire reportedly ¿sheared off¿. Per the reporter, the user feels that the wire was wedged into the area in which it was placed and separated because a stiffened cannula was used instead of the ¿regular softer¿ micropuncture normally used by the physician. The user then used a soft micropuncture sheath and the wire went posterior to the heart. A drain was inserted and the pericardiocentesis was performed. The separated wire fragment remains in the patient. Follow-up imaging has shown that the wire fragment has not moved. The user suspects that the fragment is embedded within the pericardial sac, near the heart. Per the reporter, the patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during a pericardiocentesis, a micropuncture transitionless stiffened cannula access set¿s wire separated in the patient. The user was able to draw fluid back through the 21-gauge, 7-centimeter needle after access was obtained with the device; therefore, the 0.018-inch wire was inserted through the needle. Angiography was performed, and the user noted that the wire was anterior to the heart. Because the user wanted the wire posterior to the heart, the needle was removed, and the micropuncture sheath was inserted. Per the reporter, the user planned to use the sheath to manipulate the wire posterior to the heart. After placing the micropuncture sheath into the patient, the user attempted to remove the wire; however, resistance was encountered as the wire was pulled back and the wire reportedly ¿sheared off¿. Per the reporter, the user feels that the wire was wedged into the area in which it was placed and separated because a stiffened cannula was used instead of the ¿regular softer¿ micropuncture normally used by the physician. The user then used a soft micropuncture sheath, and the wire went posterior to the heart. A drain was inserted and the pericardiocentesis was performed. The separated wire fragment remains in the patient. Follow-up imaging has shown that the wire fragment has not moved. The user suspects that the fragment is embedded within the pericardial sac, near the heart. Per the reporter, the patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The customer did not provide the lot number to cook, and a search of sales was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states that the device is intended for the placement of wire guides up to 0.038-inch diameter into the peripheral vascular system when a small 21-gauge needle stick is desired. The IFU cautions ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ wire embolism is listed as a potential adverse event. The IFU also cautions ¿do not withdraw the wire guide through the introducer needle; breakage may result.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that unintended user error contributed to this event. The IFU states that the device is intended for use within the peripheral vascular system; however, in this case, the device was used to access the pericardial space. Additionally, the user reported that the wire was wedged into the area in which it was placed, and resistance was encountered as the wire was pulled back through the stiffened cannula. The IFU cautions the user not to withdraw the wire guide if resistance is felt. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.